Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status, however, yielded no response from the customer. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the biomedical engineer (bme) on the v60 indicating that a 1127 "ovp circuit failed" error message occurred. It was reported that there was no patient involvement at the time the issue was discovered. The biomedical engineer (bme) reported to the remote service engineer that a 1127 "ovp circuit failed" error message occurred. The rse confirmed the reported 1127 error code in the event log and informed the bme that the manufacturer recommends replacing the motor controller (mc) printed circuit board assembly (pcba). The rse provided the bme with the part number and price of the replacement mc pcba for repair upon request. Investigation is ongoing.